Event description:
On (B)(6) 2014, the reporter contacted animas, alleging loss of prime warnings. The reporter was advised to try changing the cartridge using one from another box. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has not been returned, a retain sample from the same lot number was tested with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test, leak test, and force test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. No defects were found related to the alleged loss of prime issue.